Event description:
On 2/18/85; pt had breast implants. Over the years she had developed some nodularity in her breasts. On 9/9/93; mammogram indicated a rupture of the left implant. Recommendation was for implant removal. On 10/12/93; removal of bilateral breast implants, capsulotomy revision, and insertion of bilateral saline-filled implants.